Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device resulting in elevated blood glucose levels. The loss of insulin was between the cartridge "junction" and infusion tubing. The patient was hospitalized with diabetic ketoacidosis. The patient had symptoms of polyuria. The blood glucose results were not provided. The patient was treated with serum and he was in the hospital for 2 days.